Event description:
It was reported that the during equipment testing conducted prior to the start of a surgical procedure, the ultrasonic aspirator power console would not power up. The scheduled procedure was cancelled, because no backup power console was available. No user injuries were reported, and no other adverse consequences were alleged. Upon inspection by a MFR field service tech, it was determined that the fuse on the main board was burning out.

Manufacturer narrative:
The ultrasonic aspirator power console was received by the u.s MFR and the complaint was confirmed. The device was evaluated and the fuse was found to be missing, so a replacement was installed. Upon powering up the unit, the fuse failed. It is believed that the transistor or other components installed on the ultrasonic circuit board assembly were damaged, which caused the fuse to fail when powered up. The circuit board was replaced, and the device passed all functional testing and quality specifications. The console was returned to the user facility.